Event description:
A bipap a40 device was returned to a third-party service center for service. There was no report of patient harm or injury. During the evaluation of the device at a third-party service center, the device was visually inspected and a ¿ventilator inoperative¿ error was observed. The service manual recommends replacement of the motor or pca; however, there is no documentation specifying which component would be required to address the issue. No other actionable error codes were observed, and no evidence of foam particles or foam degradation was identified. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.